Event description:
It was reported that the left ventricular (lv) lead had no capture at maximum output on all three vectors. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk biv ICD, implanted: (B)(6) 2010. (B)(4).